Event description:
It was reported that upon advancing the lag screw step drill through the nail, the tip of the drill broke off.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.